Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient was slow to respond so his parents checked the receiver. The receiver was at 52mg/dl and did not beep. Patient's parents gave the patient a juicebox and some skittles and the patient recovered. Additionally, the patient's father tested the receiver's audio function and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, method codes - additional.